Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 3830, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and low impedance on the high voltage portion of the lead due to a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.